Event description:
Customer indicates that they switched the v1 and la (left arm) leadwires on the marquette EKG monitor. Treatment with heparin infusion and aspirin was begun after EKG changes were noted. However, the heparin infusion was most likely initiated because the patient was in atrial fibrillation.